Manufacturer narrative:
Lot 15853685: UDI (B)(4). The patient¿s medications include; aspirin, atorvastatin, carvedilol, furosemide, gemfibrozil, indomethacin, levothyroxine, lisinopril, metformin, omeprazole, oxycodone, pioglitazone, sertraline and vancomycin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. During the initial implant procedure thrombus in the proximal aortic neck was reported. On (B)(6) 2017, a one month follow-up computed tomography scan reportedly showed evidence of a proximal type I endoleak. It was reported the exact cause of the endoleak is unknown. However, it was reported thrombus in the proximal neck may have contributed to the endoleak. Reportedly, one side of the trunk-ipsilateral leg component did not appear to be apposed to the aortic neck. There was no reported evidence of aneurysm enlargement or device migration. On (B)(6) 2017, an additional procedure was performed to treat the endoleak. An aptus endosystem was used in an attempt to obtain better proximal wall apposition with endostaples. Seven endostaples were placed throughout the proximal end of the trunk-ipsilateral leg component, anchoring it to the aortic wall. As it was reported there was no room for proximal extension using an additional device, the procedure was concluded. Final angiography showed resolution of the endoleak. No further adverse events were reported, and the patient tolerated the procedure.